Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine or leaked. The following information was provided by the initial reporter :   the consumer reported that there was pain and discoloration at the injection site, the needle was not penetrating the skin, as a result insulin was spilling onto the skin and the entire dosage was not being delivered with the blood sugar values high.   Date of event: unknown; samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine or leaked. The following information was provided by the initial reporter:   the consumer reported that there was pain and discoloration at the injection site, the needle was not penetrating the skin, as a result insulin was spilling onto the skin and the entire dosage was not being delivered with the blood sugar values high.   Date of event: unknown. Samples: available.